Event description:
Knee pain; knee swelling; knee effusion; fever. Info was received in 2004 from a doctor's assistant regarding a pt, with a history of osteoarthritis, arthoroscopy and debridement (2002), previous synvisc treatment (2003 - no complications/local reactions), hysterectomy and cesarean section, who experienced knee pain, swelling, effusion and fever. They began a treatment with synvisc in 2004. The pt received two injections of synvisc into treatment knee in 2004. The following day, they experienced pain and sweeling of the knee and fever. The knee joint was aspirated (50cc of cloudy fluid) and the fluid was sent for analysis. The pt received an intra-articular steroid injection. The knee joint aspirate result came back as negative. At the time of this report, the pt had recovered without sequelae.